Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Block d6b: explant date: on (B)(6) 2024.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an explant procedure.